Event description:
It was reported that the patient presented in hospital after receiving multiple shocks. During interrogation, high output circuit damage was noted. Egm revealed lead noise. The device was explanted; lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The high voltage circuitry was found to be damaged. It is suspected that a lead anomaly was the cause.